Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the powerport isp MRI with access via the left subclavian vein and the port implanted on the left chest wall. On (B)(6) 2025, 1 years and 24 days post procedure, during routine hospital maintenance, resistance was encountered during aspiration. Subsequent dsa angiography confirmed a catheter rupture. Additionally, there were issues with both infusion and aspiration. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the powerport isp MRI with access via the left subclavian vein and the port implanted on the left chest wall. On (B)(6) 2025, during routine hospital maintenance, resistance was encountered during aspiration. Subsequent dsa angiography confirmed a catheter rupture. Additionally, there were issues with both infusion and aspiration. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one x-ray video was provided for review. The video shows left chest port being injected with contrast. The port catheter is placed in a subclavian vein and ends in the right atrium. There is contrast throughout the port catheter with a blush of contrast in the mid catheter where it enters the subclavian vein. The port catheter demonstrates a leak in the mid catheter. Therefore, the investigation is confirmed for the reported fracture, suction and difficult to flush issues. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.